Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received questionable results for one patient sample tested for iga-2 tina-quant iga gen.2 (iga), igm-2 tina-quant igm gen.2 (igm), and igg-2 tina-quant igg gen.2 (igg) on a cobas 6000 c (501) module - c501. Of the mentioned tests, only the erroneous igg result was a reportable malfunction. The sample initially resulted with an igg value of 3.6 g/l. This result was reported outside the laboratory and was questioned by the clinician. The sample was repeated, resulting as 6.3 g/l. No adverse events were alleged to have occurred with the patient. The igg reagent lot number and expiration date were asked for, but not provided. The customer stated that the analyzer was service recently and that all quality controls have been running ok. The customer noticed that they have been running with 2 acid wash buffer reagents on board instead of a sodium hydroxide buffer and acid wash. The customer suspects that this may have caused the issue.

Manufacturer narrative:
The customer has had no further issues since the service visit. Immunoglobulin tests such as igg are sensitive to any kind of carryover. Using acid instead sodium hydroxide has a dramatic impact on cell rinse efficiency and would not only decrease igg performance, but would affect other assays as most of the applications needs to be washed with (B)(6) detergent. In combination with sensitivity to carryover effects, the swapped bottles may have been the root cause.

Manufacturer narrative:
The field service engineer checked reagent pipetting performance. He checked and adjusted the gear pump pressure, rinse flow, and wash levels; all were within specifications. The wash assembly was working correctly, with no droplets. He ran quality controls and a number of patient samples, with no errors.